Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2014, the device was implanted via l-p shunt to the patient with sah ((B)(6) male). The initial setting pressure is unknown. The surgeon tried to change the pressure to 30mmhg by the programmer but could not. On (B)(6) 2015, the revision surgery was conducted and the device was replaced with the same new product. The patient¿s condition was reported as good.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 130mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve as well as a needle hole in the needle chamber. The valve was tested for programming. The valve failed the test; during the programming process, the cam mechanism did not move. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; only leaked from the needle hole in the needle chamber. The valve was retested for programming. The valve failed the test; during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 130mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring pillar, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code ns9008, with lot crfbgj; conformed to the specifications when released to stock on the 20th may 2014. The root cause of the programming problem is due to biological debris found within the device. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.